Event description:
It was reported that the patient received several inappropriate shocks due to oversensing on the right ventricular (rv) lead. A lead fracture was suspected and confirmed by the site. Replacement of the lead was declined by the patient. The associated device was reprogrammed to turn the rv lead function off. The lead remains in the patient out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a lead impedance out of range alert was triggered. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were (B)(4) non-sustained tachycardia and (B)(4) ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. (B)(4) of (B)(4) lifetime ventricular short interval counts (sic) occur since (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Right ventricular (rv) lead pace impedance rises from an approximate baseline of 850 ohms to greater than 1200 ohms on (B)(6) 2013.

Event description:
It was further reported that the existing implantable cardioverter defibrillator (ICD) was explanted and the existing rv lead capped during a subsequent procedure. No replacement system was implanted. It was also reported that the patient had experienced stress as a result of the prior inappropriate therapies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).